Manufacturer narrative:
Section d4: primary UDI corrected section h6: health effect - impact code corrected manufacturer's investigation conclusion: the reported event of a discolored housing and unusual smoke smell coming from the universal battery charger (ubc) was confirmed. The ubc (serial number: (B)(6)) was returned for analysis to the european distribution center (edc) and was evaluated and tested on 29jul2024. The ubc was powered on and booted up as intended. The unit was functionally tested and passed all testing. Due to the damage and heavy smoke smell, the device was not to be repaired, and would be forwarded to product performance engineering (ppe) for further investigation. The ubc (serial number: (B)(6)) was received and tested by ppe. Upon arrival, it was confirmed that the ubc had a heavy smoke smell and discolored housing. The ubc was able to accept batteries and charge them completely with no issue. In attempt to reproduce an overheating event, the ubc was let run on the labs mock loop for an extended period of time. A thermocouple and temperature probes were used to measure the operating temperature of the ubc. After two hours of operation, the highest operating temperature recorded was 81.9 degrees fahrenheit, which is within the acceptable threshold of 32 ¿ 104 degrees fahrenheit. The system functioned as intended. The reported event of a smoke smell was unable to be linked to an issue with the device¿s operation. Additional provided information stated that smoking led to the smell coming from the ubc. Device history records for the universal battery charger (serial number: (B)(6)) were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate ubc instructions for use section 5 entitled ¿responding to advisory messages¿ addresses how to properly interpret and troubleshoot all system alarms and the actions to take if the alarms cannot be resolved. The heartmate universal battery charger IFU instructs users to not use a damaged ubc, and to obtain a replacement if necessary. Section 6.0 ¿routine inspection and cleaning¿ within the IFU instructs users to check the ubc for damage at least once per week. A routine servicing of the unit by an authorized service technician is also recommended for a thorough safety inspection, functional test, and cleaning. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) and universal battery charger (ubc) were returned for an annual check and were extremely smelly and severely yellowed from smoke. The mpu and ubc were returned.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
H6 corrected.